Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and ¿peri-prosthetic effusion.¿

Event description:
Healthcare professional reported, right-side rupture, erythema, and ¿peri-prosthetic effusion.¿ device has been explanted.

Event description:
Healthcare professional reported, right-side rupture, erythema, and ¿peri-prosthetic effusion¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: erythema: unable to observe, as it is a medical event. Not related to the device. Seroma-late: unable to observe, as it is a medical event. Not related to the device. Rupture: unable observed, opening in the device. Additional observations: observed, deformation on the device. No further actions are required, as the device was implanted.